Manufacturer narrative:
Block h6: imdrf impact code f14 captures the reportable event of prolonged episode of care.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During withdrawal, the catheter created a lot of resistance when removing the catheter from the scope over the wire. The wire slipped out of the duct, and the physician had to recannulate. Due to this event, the procedure was prolonged for 45 minutes and was reported to have exceeded the standard time for an ercp procedure. The procedure was completed with the original device. There were no patient complications reported as a result of this event.